Event description:
It was reported that during use of the insyte 18ga x 1.16in the catheter is damaged at the tip. The following information was provided by the initial reporter, translated from spanish to english: at the time of channeling the patient, the catheter is damaged at the tip.

Manufacturer narrative:
Investigation summary: according to the visual analysis of the photos, no damage was observed at the tip of the catheter. For a more detailed analysis, the presence of the sample was necessary. It should be noted that the resolution of the photo is not in good condition for analysis. Although analysis of the sample photo did not confirm the defect reported by the customer due to poor image quality, after analyzing tipper's history and corrective maintenance history, it was possible to confirm the reported defect. Based on the investigations conducted it can be determined that the root cause for this claim was caused during the tipper catheter pointing step. According to maintenance order, the amplifier and cable checks were performed, coil change, coil sensor support adjustment, coil alignment with die, index alignment, maid port adjustment, die change, parameter adjustment and machine monitoring. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the insyte 18ga x 1.16in the catheter is damaged at the tip. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of channeling the patient, the catheter is damaged at the tip.